Event description:
A (B)(6) old male patient contacted zoll customer support to report that the belt connector had cracked and the belt will not stay attached to the monitor. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector cracked / will not stay attached to monitor) has been confirmed. As received, the electrode belt trunk connector housing was broken. The connector locking nut was missing, which would not properly secure the belt in the monitor. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.